Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an in-clinic follow up, out of range impedance values was observed. An insulation defect was noted on the lead. The lead was explanted and replaced.